Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant and warranty registration card was received that reported that the patient had their vns lead replaced for a lead discontinuity. Good faith attempts were made for the explanted product to be returned for product analysis but it was discarded at the hospital. The patient did not have any fall or injury preceding their reported lead break that would have caused it.